Manufacturer narrative:
H6 health effect - impact code f01 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
E4 has been corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 46-year-old male patient with an unknown indication for use and a pre-support clinical state consistent with scai shock stage d was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 23:15 and explanted on (B)(6) 2026 at 00:00. During support, a heparin-induced thrombocytopenia (hit) screening test returned positive via lateral flow immunoassay, with an activated clotting time (act) of 168 seconds reported. Following awareness of the positive hit screening result, medical affairs was contacted and provided guidance to switch the impella purge solution to sodium bicarbonate. Based on the available information, this event represents a patient medical condition unrelated to device performance, with no evidence of impella malfunction or contribution to patient injury. The impella was successfully explanted and the patient survived.

Manufacturer narrative:
Corrected d4 serial number. Corrected g1 manufacturer contact phone number. H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.